Event description:
It was reported that the right ventricular (rv) lead had high thresholds due to a lead dislodgement. The lead was extracted and upon inspection, the insulation appeared breached and damaged with blood in the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the overlay tubing of the lead was extrinsically breached due to a cut and was observed to have blood ingression between the overlay tubing and the outer insulation. Visual summary analysis of the lead indicated apparent explant damage.